Event description:
A malfunction known as malf 16 occurred, requiring attention. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was instructed by cts to replace the pump and use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The faulty pump, which was still under warranty, was arranged to be returned with a pre-paid label, and the customer confirmed understanding of the return process.